Event description:
Event description cpi received information that when this ventak mini ii implantable cardioverter defibrillator (ICD) was interrogated, the ICD was in fallback mode. During the invasive procedure to replace the ICD, the physician noted that although the impedance measurements and thresholds were acceptable, there was a 'nick' in the rate sensing portion of the transvenous defibrillation lead. The physician stated that he believed the 'nick' was not 'fresh' and probably occurred at the implant procedure in july, 1996. The physician elected to replace the rate sensing portion of the transvenous defibrillation lead and leave the shocking portion in service.